Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. Customer troubleshooting of the iabp unit determined this was blood back in the helium tubing related to compromise of the balloon and it had advanced close to the console. A clinical engineering team have evaluated the device and replaced safety disk and pneumatic module assembly because fluid/blood contaminated them. Device passed all functional checks. Unit passed all checks. It has not returned to use pending customer's internal investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fluid in the helium tubing of a sensation plus catheter. The ICU np, called for assistance, the troubleshooting determined this was blood back in the helium tubing related to compromise of the balloon and it had advanced close to the console. Therapy was suspended, the tubing was clamped, and the attending was notified for removal. The nurse practitioner agreed to label the console as "do not use, possible blood back in console, biomed to service" for further investigation. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.